Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: surgeon was inserting a urs pedicle screw into l1 when the tip of the screwdriver shaft t25 broke off in the head of the screw in the patient. The surgeon then removed the broken tip of the screwdriver from the screw with forceps.

Manufacturer narrative:
Device used for treatment. The manufacturing papers were reviewed and found to meet specifications. The fractured surface is homogenous which indicates material conformity. The driver was analyzed for conformance to the print and no abnormal findings were noted. Based on the provided information, we are not able to determine an exact cause. There is no product or material related condition found.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was received. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.